Event description:
It was reported that this artificial urinary sphincter (aus) implanted more than ten years ago had not been working properly, causing the patient recurring incontinence; therefore, a revision surgery was scheduled. Upon procedure, it was found that the device had a fluid leak and a replacement was performed. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.